Manufacturer narrative:
Upon investigation, the returned device showed an exchange tube separating from the exchange hub probably due to a dull/rounded cutter. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure with a starclose vascular closure system after an interventional procedure. The clip applier was attached to the sheath. When the thumb advancer was pushed forward, the sheath detached from the hub. The physician removed the first device without difficulty and introduced a new wire, exchanging the defective sheath with a new sheath. Hemostasis was achieved with the second device. There was no pt injury reported.